Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was at normal end of life and telemetry and output were okay.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3387s-40, lot# va05uf5, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
It was reported that there was premature device depletion. The healthcare professional felt the battery had depleted prematurely de spite seemingly normal settings and impedances. Elective replacement indicator (eri) had been noticed at a programming session on (B)(6) 2014. Impedance testing was done and the action required as a result of the event was replacement. Some electrodes were out-of-range on (B)(6) 2014. The device was explanted on (B)(6) 2014. The device would be returned. End of service (eos) had not been reached prior to replacement. The product issue was resolved and the cause of the issue was not determined. The patient had been in continuous mode. The patient was alive with no injury. No patient symptoms were associated with the event. The patient had received normal stimulation without any issue. The patient was replaced with a rechargeable device. The patient was doing well with the new system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.